Manufacturer narrative:
The reported complaint that "several times the autopulse platform (sn (B)(4) will not start" was not confirmed during functional testing. The autopulse platform passed the preliminary functional test, it starts properly without any issues. The autopulse platform function as intended. During visual inspection, no physical damage was observed on the autopulse platform. The archive data review showed ua02 (compression tracking error), ua17 (max motor on-time exceeded during active operation), ua18 (maximum take pp depth exceeded), ua42 (force overload tripped), and ua45 (not at "home" position after power-on/restart), unrelated to the reported complaint. The ua02, ua18 and ua42 errors are all weight issues and as a precautionary measure, the load cell module 1 need to be replaced to address these errors. User advisory are clearable error messages; the ua17 and ua45 errors were cleared by the customer. Per the battery hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned and press restart. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The autopulse platform passed the preliminary functional test without any fault or error. Waiting on customer's approval for service repair.

Event description:
Customer reported that several times the autopulse platform (sn (B)(4) will not start during patient use. No addtional information from the customer. Patient's status information was requested but the customer did not provide a response.